Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced poor barrier separation. This event occurred once. The following information was provided by the initial reporter. The customer stated: unable to separate blood cells. After centrifugation, there was no separation of different cell layers.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1photo were provided for investigation. The photo was reviewed and the indicated failure mode for sample quality with the incident lot was not observed. The photo is showing a falcon tube with a blood sample after centrifugation. Bd edta tube was not observed. The customer¿s provided procedure details are not recommended by bd. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The reported practice is considered an off-label use of this product. Bd recommends the use of our cpt product line for isolation of mononuclear cells. This complaint is unable to be confirmed for the indicated failure mode sample quality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced poor barrier separation. This event occurred once. The following information was provided by the initial reporter. The customer stated: unable to separate blood cells. After centrifugation, there was no separation of different cell layers.